Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine [1 mg/ml] at a rate of 0.5241 mg/day via intrathecal drug delivery pump for malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. A stopped pump period may exceed tube set message occurred. There were no symptoms reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.